Manufacturer narrative:
Additional information: h6(add codes), h11. H11: the actual device was not available; however, additional testing was performed using retained baxter male luer and bd hickman catheter. The male luer was inserted into the catheter at different torques and then pulled apart to observe changes. The male luer was able to be removed from the catheter by hand at all torques. Some additional force was required at medium torque, and increased force was required at high torque. The connection was able to be disconnected at all torques tested. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: b5, f10/h6: medical device problem codes (add code), h6 (update codes), h11. B5 clarification: the y-type solution set broke off inside the patient's catheter when attempting to disconnect. The catheter was capped with a non-baxter cap. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a y-type solution set would not disconnect. The patient was receiving a hematopoietic progenitor cell (hcp) infusion through the y-type set which was connected to a non-baxter hickman catheter. Once the hcp infusion was completed the medical staff attempted to disconnect the y-type set from the hickman catheter. ¿after multiple attempts to disconnect¿ the y-type set, the hickman catheter ¿broke off inside the patient.¿ the set was flushed and capped. No further information was available at the time of this report.